Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert recommending a device integrity check. It was noted the estimated battery longevity at the time was 15 percent remaining. A request was made to have data from this s-ICD analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis (in order to maximize device implant time). At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert recommending a device integrity check. It was noted the estimated battery longevity at the time was 15 percent remaining. A request was made to have data from this s-ICD analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis (in order to maximize device implant time). At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: the patient received two appropriate shocks. The first shock did not convert the arrhythmia. Shock impedance was noted to be 106 ohms. It was noted the patient had gained weight and the electrode was located too superior. Subsequently, both this device and the patient's electrode were explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.